Event description:
Device report from synthes europe reports an event in (B)(6) as follows: on (B)(6) 2013 the patient underwent mandibular osteoplasty revision and was implanted with a new hardware. A positive outcome was observed; however, on (B)(6) 2014, the patient complained of left mandible pain during local mobility. Imaging test showed signs of infection (osteomyelitis) and plate fracture. There was presence of metal osteosynthesis plate covering full extension of mandible. It was reported the patient had reduced bone density limited to area around metal plate locking screws on left side of the mandible consistent with inflammatory process. The plate was fractured in the left parasymphysis area. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: a device history review was conducted. The report indicates that there were no complaint related anomalies. The device history record shows lot 6820449 of 2.0mm ti large locking plate was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was performed for the subject device, part # 447.106, lot # 6820449 for the complaint condition of post-operative breakage. The received plate was observed to have broken through the 8th plate hole. The plate was inspected for dimension, fracture surfaces were examined by scanning electron microscopy (sem) and manufacturing documents, technical drawings and the raw-material inspection sheet were reviewed. The examination of the raw-material inspection sheets of the supplier and manufacturing documents of the producer showed no deviation in relation to chemical composition, microstructure and mechanical properties. The subject device is in compliance with international and astm standards for implants made of commercially pure titanium. The dimensions of the subject device were checked were checked using a digital sliding caliper and found to be in compliance with the technical drawings of the producer and ao/asif specifications. The macroscopic examination revealed a few bending marks along the subject device. Sem examination revealed that the subject device failure was caused by fatigue and overload. Based on the topography of the fracture surfaces, it was concluded that the subject device was subjected to moderate dynamic bending loads (one-sided). Constantly alternating bending loads/load cycles led to fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue of the plate (subject device). The subject device could not resist the applied force which finally led to the material overload/fatigue failure. A failure resulting from either a material defect of the manufacturing process can be excluded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Review of manufacturing records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.